Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) clinical development engineering (cde) team. Following information was provided: in the image, it appeared that one of the cables from the wrist of the instrument was damaged. The image review could not determine if there were any unusual findings or thermal damage associated with the instrument. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument could not be identified. The procedure was completed with no reported injury.